Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the recharger antenna had a frayed cord. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient's controller was on the fritz. The patient had recharging issues and the only way to resolve it was by removing and replacing the battery pack. The caller stated they witnessed the patient's recharge quality go back and forth between excellent and poor, all of a sudden, without the patient moving at all. The patient's recharge quality went from excellent to beeping and hazard then back to excellent, then to poor. The controller had a screen with a number 76 in the corner. On one occasion the controller activated the MRI mode without the patient trying to activate MRI mode. The patient sometimes cannot go up or down with amplitude strength. A replacement controller and battery pack were sent. The patient reported they had problems with their programmer since 2017. They stated the manufacturing representative was going to get them a new lithium ion battery for the programmer. On 2018-01-16 they saw MRI code on the programmer screen when they had not pushed any buttons. Patient stated their therapy was on, but they were not seeing the screen. The screen showed they were charging the ins, but it was going slow. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of the issue may have been due to the patient being so newly out of surgery and still having swelling. The manufacturer representative stated that it may have been registering the ¿poor coupling¿ error message even with the slightest movement. It was noted that the patient had no issues the following day and the issue appeared to be resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient's recharger was switching rapidly between excellent coupling and poor recharge quality. When this was occurring the patient was not moving at all. No symptoms or further complications reported.